Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous superficial femoral artery. The physician advanced the 7.0x60/135 sterling balloon to the lesion to pre-dilate and inflated the balloon to 13atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "fine".

Manufacturer narrative:
Pt: 18 years or older. Device evaluation: the device was disposed of the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).